Event description:
A healthcare provider (hcp) reported via a manufacturer representative (rep) that the stimulation exacerbated pre-existing back pain, and the patient requested to have the implant removed. The explant was planned, but the date was not provided. There had been no diagnostics done prior to the planning of the explant that the rep was aware of. There were no further complications reported as a result of this event.